Event description:
It was reported that the device was explanted approximately after an implant duration of 55 months, due to unknown reasons. No further details were provided. Information learned from implant pt registry. No letter required.

Manufacturer narrative:
Device not returned.